Event description:
It was reported that patient had 'more pain and morphine withdrawal". The pump contained morphine 25 mg/ml. The catheter was explanted and replaced due to suspected catheter occlusion. The patient underwent three catheter revisions in 20 months. (Please see also manufacturer reports: 2182207-2009-05017 and 2182207-2008-01643.) No further patient complication was reported.

Manufacturer narrative:
The device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication (2008).